Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was initially reported by a consumer via company product specialist and forwarded by our local affiliate (B)(4). Initial, and follow-up information reported by a physician, received on (B)(6) 2009 respectively were processed together. This case involves a female patient in her (B)(6) who received two treatments of poly-l-lactic acid. The first treatment was given on (B)(6) 2008 to the upper part of her face and no adverse event had been reported in relation to these injections. The second treatment was given on (B)(6) 2008 (volume 5 ml + 2 ml (nos)) with a total of 3 ml injected into the lower part of her face. Illustrations of exactly where poly-l-lactic acid therapy was injected were submitted by the physician and are on file with the source document. Relevant medical history and concomitant medication information were not mentioned. Approximately 1 month after her second treatment, the patient developed subcutaneous lumps on both sides of the mouth located between the lip and chin. The lumps were approximately 2 cm in size, visible, not sore, felt hard, and could not be moved around in the tissue. The patient reported that the lumps on the left side of the mouth were increasing in size. At the time of this report, the event remains ongoing. As of (B)(6) 2009, the treating physician has not seen or talked to the patient in relation to this event.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up information received on (B)(6) 2009 respectively were processed together: it was clarified by the treatment record that the reconstitution volume was 5 ml + 2 ml which means 5 ml of sterile water and 2 ml of lidocaine. Attempts to contact the reporter have been unsuccessful; therefore no additional information is available.